Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in unused condition with the original packaging. Under visual inspection no signs of moisture were detected in the packaging, no liquid-stained areas and the sample was completely dry. No other analysis was performed. The complaint was not confirmed. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the customer found moisture inside the package prior to opening. No adverse patient effects were reported by the customer. It was reported that no further information will be available.